Manufacturer narrative:
Section h6 - investigation findings: usage problem identified. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) per timestamp). The events recorded on (B)(6)2000 were captured when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The system clock was improperly set to (B)(6)2027 at 06:55:24 causing backup battery alarms coincident with backup battery end of service faults to activate, which continued to (B)(6)2027 at 16:08:20. The driveline was disconnected on 02dec2027 at 16:08:10 and the controller was shut off at 16:08:20. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a pump as intended. The root cause of the reported event was conclusively determined to be caused by the clock being improperly set. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 24sep2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms on (B)(6) 2021 due to an average flow of 2.3/2.4 liters per minute. The patient's backup controller was updated with a low flow limit of 2.0 liters per minute and the backup controller became the primary controller. The controller then had a replace backup battery advisory alarm. After replacing the backup battery, a backup battery fault alarm occurred. The controller was exchanged and the new controller had the low flow alarm limit set to 2.0. The low flow alarms had not reoccurred as of (B)(6) 2021 and the patient's flow was consistently in the 3's. The patient was discharged with the 2.0 controller with plans to change the controller back to original settings at first outpatient follow-up if flows continued to remain above 3.0 liters per minute.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.